Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A similar device with product ID: 8792115 with 510(k)#: k994239 is marketed in us. Product code of similar device with product ID: 8792115. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who underwent revision surgery for removing the screw/plate due to screw-back-out at c5/6. It was reported that the c6 left screw was backed-out due to the broken c6 left screw stopper and was removed. No further complications or symptoms were reported. Additional information was received via manufacturer representative that the implant date and explant date of screw is (B)(6) 2011 and (B)(6) 2022. The screw was discarded by the customer.